Event description:
It was reported that the pump touchscreen was staying illuminated longer than intended. The customer¿s blood glucose was 114mg/dl. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.